Event description:
It was reported the pt experienced shocking/jolting in the right arm and right leg. The pt was able to replicate the shocking by palpating the lead/extension connection behind his ear. The pt was at the hcp clinic. He elected to do nothing with until such time that the battery needed to be replaced. He had effective therapy and the "shocking" sensation he felt was infrequent and did not interfere with his life.

Manufacturer narrative:
(B)(4).